Event description:
Citation: mingwu li, et al. Liquid embolic onyx reflux to basilar artery retrieved by solitaire ab stent in the treatment of arteriovenous malformations. The following case report was received through review of literature: the case report describes a complication due to onyx reflux during treatment for arteriovenous malformation. Near the end of the procedure the patient's blood pressure unexpectedly increased from 110/60 mm hg to 210/110 hg and the heart rate increased from 50 beats per min to 90 beats per minute, which could not be controlled after 10 min of sodium nitroproside and metroprolol infusion. Cerebral angiography was performed and revealed reflux of ethylene vinyl (evoh) (onyx) into the basilar artery. To avoid occluding the perforating branches of the basilar artery, a solitaire ab stent was used to retrieve the onyx. The black evoh (onyx) was successfully removed. After 15 minutes the patients¿ blood pressure and heart rate recovered to 110/50mm hg and 58 beats per minute respectively. The derangement in vital signs was mainly due to ischemia of the brainstem caused by the evoh (onyx) reflux. Angiography confirmed the absence of onyx residue in the basilar artery and near complete embolization of the avm. After 10 days the patient was discharged without neurological defect. He was well at 1-month follow up.

Manufacturer narrative:
Http://dx.doi.org/10.1016/j.jvir.2015.01.024. The onyx was not returned for evaluation as it was consumed in the event; therefore the complaint could not be confirmed, and the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).